Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no intermittent audio output on (B)(6) 2015. Patient tested the alert functionality and reported alerts were functional. Patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).